Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. A visual inspection of the sample confirmed the presence of a small hole on the side of paper on pouch. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The cause was determined to be a defect caused during the manufacturing process; material on the production bench punctured the pouch resulting in a hole. The root cause investigation is in progress.

Event description:
A customer reported to baxter (B)(4) that they received a transfer set where the pouch was damaged. There was a hole in the pouch. There was no patient involved and therefore, no patient injury / medical intervention. No additional information is available.